Manufacturer narrative:
D6: device returned with no lot identification. Based upon the inquiry information received and the visual examination, it was confirmed that the reported event occurred. The instrument was received with the outer gasket torn. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported the 512h was used during an unknown procedure. It was reported by the affiliate when the nurse opened the package the outer gasket tore. The device was not used during the case. There was no consequence to the pt.